Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms and power disconnects alarms while using the mobile power unit (mpu), was not confirmed in the submitted log file. The customer submitted heartmate 3 left ventricular asist system (lvas) log files for review. Technical service reviewed the log file and replied to the customer. There were no issues with the patients external power sources and no power source related alarms. No product was returned for evaluation. The mpu assembly was made in dec 2020. The unit was packaged and placed into stock on jan 14, 2021. The unit was sent to the customer on feb 18, 2021. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. Per equipment tracking records, the unit was assigned to the patient on mar 2, 2021. Set up and use of the mpu with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient said they were having no power alarms/power disconnect alarms when they connected to mobile power unit (mpu). The vad coordinator was unable to replicate these in clinic using the patient's mpu or see them on the logs. The vad coordinator stated the patient did not have the mpu plugged directly into the wall. It was plugged into an adapter so that they could also plug in their cell phone. The coordinator asked the patient to plug it directly into the wall and report back with further alarms. A log file review was requested. There were no low voltage advisories displayed in the logs. During the analysis of the event log technical services observed numerous pi events occurring (B)(6) 2021 2:23 pm (B)(6) 2021 8:22 am. There were no other unusual events seen within the log files. The mcs equipment is operating as expected.